Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump history showed multiple call service alarms were recorded on 01/14/2014. During testing, the pump powered on with audio tones, vibrations, and a fully functional display screen. The pump was opened and no visible defects were found to the printed circuit board. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank after changing the battery. It was noted that audio tones and vibrations were functional. Reportedly, the display screen returned after trying multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.